Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level. The customer reported that blood glucose was 40 mg/dl and current blood glucose was 182 mg/dl and other blood glucose was 69 mg/dl and customer was treated with the juice. Troubleshooting was performed for low blood glucose. The customer reported that the drive support cap was normal. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.